Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a sensor (ID 826631) could not be recognized and the zero point adjusting display did not show up. The icp express and the cord were replaced but it could not be recognized still. The device was not implanted, and the site was closed.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7325460 sn (B)(6), conformed to the specifications when released. Failure analysis - no visible damage to the sensor, catheter material, or connector. Catheter zeroed and passed with icp express reading 504. The issue of the complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.